Event description:
It was reported the stent wouldn't deploy in the subclavian vein. The delivery system was removed and another manufacture's device was used successfully. No patient injury was reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing, and inspection of this product, and the product was found to have met all specifications prior to shipment. The sample was returned and evaluated. The safety clip was missing upon receipt of the sample. The handgrip had been completely triggered, and the system had been clipped out of the performaxx grip proximally and protruded 10mm over the grip. There was a kink on the outer sheath and the guiding tube. The stent was released and was missing. The inner catheter and filling material protruded 130mm from the tip of the outer sheath. It can be confirmed that the system was clipped out of the performaxx grip proximally upon receipt of the complaint sample. It can, however, not be determined when and where this had occurred. During the performed function test, the stent could be released with the pullback mechanism without issue. The detachment of the proximal luer adapter (blue port) from the performaxx grip may have been caused by the exertion of inappropriate, excessive force during the flushing procedure. This could have been prevented by placing a thumb over the proximal luer port while attaching/detaching the syringe during flushing as stated in the IFU. The complaint was confirmed, the cause of the event may be user interface/design related. This application represents an off-label use for this device. The current information for use for this device states: the luminexx 3 biliary stent is indicated for use in the treatment of biliary strictures resulting from malignant neoplasms. The information for use for this device states: "during system flushing, ensure that the delivery system does not become inadvertently detached from the multifunctional handle at the proximal luer port. Detachment can occur due to application of excessive force. Placing a thumb over the proximal luer port while attaching/detaching the syringe during flushing will prevent unintended detachment".